Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was painful and infected. The patient visited the emergency room (ER) where the site was cut open in 5 cm and prescribed antibiotics (amoclav 875/125 mg) to be taken twice a day.